Event description:
The patient's nurse reported that the ventilator shut down and displayed reset three times while on a patient. It is unknown if the ventilator audibly alarmed when the reported problem occurred. No patient harm reported.

Manufacturer narrative:
Na